Event description:
It was reported this patient experienced shortness of breath symptoms and performed a patient-initiated interrogation of their cardiac resynchronization therapy pacemaker (crt-p) system. After reviewing the remote monitoring device data transmission, the healthcare provider (hcp) contacted boston scientific technical services (ts) to review the presenting electrogram (egm) and associated left ventricular (lv) offset and pacing. Ts reviewed the presenting egm and the lv offset shows a small deflection on the lv channel prior to the right ventricular (rv) paced beat. After the rv paced beat, there is another larger deflection on the lv channel, which could be the intrinsic intraventricular delay indicating possible lv pace loss of capture. The hcp agreed and will let the clinic know about the possible lv loss of capture and provide guidance to evaluate the lv threshold and outputs during an in-office check. The device and lv lead remain in-service. No additional adverse patient effects were reported.